Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head had intermittent telemetry failure; the rf head cable was found out of electrical specification. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer for testing and maintenance, analyzed and tested out of specification. No patient complications have been reported as a result of this event.